Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead was oversensing noise. The patient was asymptomatic and would be scheduled for lead revision.